Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2024-00048: a facility reported that during use of the mayfield composite series base unit (a3101) for a nuero case, slippage occurred. No information on patient injury or surgical delay has been provided. Additional information has been requested.

Manufacturer narrative:
The mayfield composite series base unit, standard (a3101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the handle tested low when put under pressure, the stud on the swivel adapter is bent, the drawbar and viton ball are worn, and the teeth on the swivel sleeve and the transitional are worn. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Additionally, as a precaution, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report with no additional device deficiencies observed. Root cause - the complaint is confirmed via inspection of the unit. Probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.